Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call failed battery test and damage on the insulin pump. Customer replaced the battery several times and received a half full indication on the device. Troubleshooting for cosmetic damage was performed. Customer advised there were cracks on and around the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and off no power test. The operating currents are within specifications. No unexpected failed battery test alarms or battery icon anomalies noted during our testing. However, the insulin pump was received with cracked lcd window and cracked case at the display window corners noted, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.